Event description:
Argon beam coagulator machine not working, kept flashing "check gas supply" but gas was on and full tank. Attempted to trouble shoot machine which worked for a moment and then stopped working again.